Event description:
The customer reported that there is a delay in obtaining value and the value is not accurate. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. The device passed all visual and functional testing. During the operational testing the unit provided visual alarms and passed simulation tests by providing accurate measurements. The device is fully functional. Concomitant therapy date: from 03/30/2019 to 03/20/2019.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that there is a delay in obtaining value and the value is not accurate. No consequences or impact to patient were reported.